Event description:
It was reported that a user experienced hyperglycemia after eating without announcing the meal within the recommended time window while using the ilet bionic pancreas, and a correction dose was advised per protocol with subsequent follow-up showing a downward glucose trend. Symptoms included elevated blood glucose. Outcomes included no need for medical intervention and resolution with device-directed correction. Investigation included user support troubleshooting and education regarding proper meal announcement and use of correction dosing. Investigation of this case revealed user-related timing error for meal announcement with appropriate device response to correction. It was concluded that the event was attributable to user operation and not to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.